Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination found the returned device to be jammed/frozen. The reported bent condition was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ap sizer appeared bent and will not easily slide up and down. No surgical delay.